Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have a new insulin pump and needed assistance with settings as they have experienced high blood glucose levels and felt that the insulin pump did not deliver insulin correctly due to basal rates not programmed correctly. The customer also reported that the buttons were very hard to press. Troubleshooting for button error/keypad anomaly was performed. The customer was asked for any significant event leading to the keypad issues and the they stated that they received the replacement pump and had a blood glucose level of 488 mg/dl. The customer treated with the insulin pump bolus. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Basal rates and daily totals were verified to be correct. The insulin pump will be returned for analysis.